Event description:
Pump malfunction was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the caller with resetting the pump.